Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 9 years and 1 month later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 valve due to stenosis and calcification. The patient presented with symptoms prior to the intervention, although the specific symptoms are currently unknown. The patient had a history of lupus and prior radiation therapy, which may have contributed to the degeneration of the previously implanted valve. The procedure was completed without complications, and the patient remained in stable condition post-procedure. No central leak was observed.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors (lupus, radiation therapy, stenosis, implant duration) and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information and patient history. Updated b4, b5, b7, g3, g6, h2, h6 clinical code, and h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors (lupus, radiation therapy, hypothyroidism, anemia, hodgkin's disease, implant duration, multiple additional co-morbidities), stenosis, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 9 years and 1 month later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 valve due to stenosis and calcification. The patient presented with symptoms prior to the intervention. The patient had a history of lupus and prior radiation therapy, which may have contributed to the degeneration of the previously implanted valve. The procedure was completed without complications, and the patient remained in stable condition post-procedure. No central leak was observed. As per follow-up with the fcs, the patient presented with increased dyspnea on exertion and lightheadedness. Prior to intervention, echocardiographic measurements showed a mean gradient of 51mmhg and a peak gradient of 87mmhg across the valve. The valve area was calculated at 0.54 cm2.